Event description:
The edges on these sling lifts are made by folding over the fabric and double stitching it. This area is stiffer than other areas on the sling. The staff at our facility are concerned that these stiff edges of the lift may irritate the patient's skin and could cause abrasions or pressure injuries. Staff typically put extra padding on these areas of these slings when moving patients. The rep is working with us to ensure patients are being properly placed in these slings, however, the concern is with the design and stitching placement.